Event description:
It was reported via trial that after xience v stent implantation (3.0x28mm) in the distal right coronary artery (drca), slow flow was noted and treated with nitropro resulting in a drop in blood pressure. Vasopressors were administered. Additionally, thrombus was noted inside the stent and was treated with an aspiration catheter. A 3.5x28mm xience v stent was then implanted in the proximal rca (prca) followed by additional aspiration to the drca stent. The patient remained hospitalized due to elevated enzyme values. On (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient ID: (B)(6). There was no reported product deficiency. Thrombosis, ischemia, hypotension, and enzyme elevation are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.